Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing, visual analysis and x-ray inspection were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high pacing impedance. The lead was not used and replaced. The patient was in stable condition.